Event description:
It was reported that the ventricular assist device (vad) patient developed a subdural hematoma (sdh) and their anticoagulant medication was subsequently discontinued. It was further reported that the patient was observed to have increase lactate dehydrogenase (ldh) with hemolysis thereafter. Log file review revealed that the vad exhibited low flow alarms, high watt alarms and power consumption was below the normal range. It was also noted that the controller exhibited an unexpected loss of power. The controller and vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the intervention/details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-aug-2020, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description and annex e codes have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was due to vad thrombus.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2022 leading to parameters below the normal operating range, followed by a sharp increase in power consumption accompanied with increases in pump rotational speed. Twenty- one low flow alarms and sixteen (16) high watt alarms were logged on (B)(6) 2022. Log file analysis also revealed a controller power up with an associated pump start event logged on (B)(6) 2022 at 00:17:29. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 97% rsoc and that (B)(6) was connected to power port two with 61% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for twenty two seconds. As a result, the reported low flow/low power, high power, and loss of power events were confirmed. The reported however, the reported ¿abnormal vad hum¿ event could not be confirmed. Information provided by the site indicated that, in addition to the high and low power events, the patient developed a subdural hematoma (sdh) and their anticoagulant medication was subsequently discontinued. The patient was observed to have increase lactate dehydrogenase (ldh) with hemolysis thereafter. It was further reported that the patient presented to the emergency department (ed) with seizure. The initial brain computerized tomography (CT)showed a left acute sdh with mass effect. Warfarin was held off on admission. The patient was given 4-factor prothrombin complex concentrate (4f-pcc) to reverse inr and was started on keppra. A second brain CT performed showed expected temporal evolution of sdh with no new intracranial hemorrhage (ich) and warfarin was restarted. The patient also developed hemoglobinuria with abnormal vad hum, and intravenous (IV) heparin infusion was initiated. The patient showed clinical improvements in urine appearance and ldh. The heparin infusion was maintained, and warfarin was omitted in view of potential vad exchange. It was further reported that the patient expired due to vad thrombus. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the reported pump ¿abnormal vad hum¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, hemolysis, neurological dysfunction, device thrombus, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6), d10: no h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction: corrected b2 to death corrected b2 date of death corrected b5 to: it was further reported that the patient presented to the emergency department (ed) with seizure. The initial brain computerized tomography (CT)showed a left acute sdh with mass effect. The patient¿s international normalized ratio (inr) was 2.18 and warfarin was held off on admission. The patient was given 4-factor prothrombin complex concentrate (4f-pcc) to reverse inr and was started on keppra. A second brain CT performed a week later showed expected temporal evolution of sdh with no new intracranial hemorrhage (ich) and warfarin was restarted. The next day, the patient complained of headache and a repeat brain CT on the following day showed a smaller sdh with no new ich and no mass effect. It was noted that ldh was up trending from 616 to 4062 over the course of eleven (11) days. The patient also developed hemoglobinuria with abnormal vad hum, and intravenous (IV) heparin infusion was initiated. The patient showed clinical improvements in urine appearance and ldh (3405). The heparin infusion was maintained, and warfarin was omitted in view of potential vad exchange. It was further reported that the patient expired. Corrected h1 to death corrected h6: FDA ime, FDA imf code, FDA device code investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department (ed) with seizure. The initial brain computerized tomography (CT)showed a left acute sdh with mass effect. The patient¿s international normalized ratio (inr) was 2.18 and warfarin was held off on admission. The patient was given 4-factor prothrombin complex concentrate (4f-pcc) to reverse inr and was started on keppra. A second brain CT performed a week later showed expected temporal evolution of sdh with no new intracranial hemorrhage (ich) and warfarin was restarted. The next day, the patient complained of headache and a repeat brain CT on the following day showed a smaller sdh with no new ich and no mass effect. It was noted that ldh was up trending from 616 to 4062 over the course of eleven (11) days. The patient also developed hemoglobinuria with abnormal vad hum, and intravenous (IV) heparin infusion was initiated. The patient showed clinical improvements in urine appearance and ldh (3405). The heparin infusion was maintained, and warfarin was omitted in view of potential vad exchange. It was further reported that the patient expired.

Event description:
It was further reported that the patient presented to the emergency department (ed) with seizure. The initial brain computerized tomography (CT)showed a left acute sdh with mass effect. The patient¿s international normalized ratio (inr) was 2.18 and warfarin was held off on admission. The patient was given 4-factor prothrombin complex concentrate (4f-pcc) to reverse inr and was started on keppra. A second brain CT performed a week later showed expected temporal evolution of sdh with no new intracranial hemorrhage (ich) and warfarin was restarted. The next day, the patient complained of headache and a repeat brain CT on the following day showed a smaller sdh with no new ich and no mass effect. It was noted that ldh was up trending from 616 to 4062 over the course of eleven (11) days. The patient also developed hemoglobinuria with abnormal vad hum, and intravenous (IV) heparin infusion was initiated. The patient showed clinical improvements in urine appearance and ldh (3405). The heparin infusion was maintained, and warfarin was omitted in view of potential vad exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding further event details, device performance, patient signs/symptoms, clinical actions, and lab results. Section b3: date of event was updated from (B)(6) 2022 to (B)(6) 2022. Additional products: d4: serial #: (B)(6), h6: patient ime code(s): e0118, e0116, e0109 h6: imf code(s): f2203, f2303. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.